Event description:
The customer reported that the insulin pump had a button error. The customer stated that the buttons are unresponsive and the error alarm could not be cleared. Troubleshooting was performed. The customer stated that the battery was changed without any results. Advised the customer to discontinue use of the insulin pump and to go on her back up. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.